Event description:
The customer received analyzer alarms and questionable results for vitamin d, free thyroxine (ft4) and free triiodothyronine (ft3). Data was only provided for three patient samples tested for ft4. Patient 1 initial result was 1.22 ng/dl and repeat result on (B)(6) 2015 was 3.80 ng/dl. Patient 2 initial result on (B)(6) 2015 was 3.98 ng/dl and repeat result on (B)(6) 2015 was 1.40 ng/dl. This patient was a (B)(6) female weighing (B)(6). Patient 3 initial result on (B)(6) 2015 was 4.22 ng/dl and repeat result on (B)(6) 2015 was 1.42 ng/dl. This patient was a (B)(6) female weighing (B)(6). The initial results were not reported outside the laboratory. The patients were not adversely affected. The ft4 reagent lot number was 179279. The expiration date was requested, but was not provided. The field service representative found the calibration signals on the measuring cell were lower than expected and then the historical value for the analyzer. He exchanged the measuring cell, adjusted the sippers, and performed a measuring cell preparation, system volume check, photomultiplier voltage adjustments and cell blanks. The module was recalibrated and qc was ok.

Manufacturer narrative:
This event occurred in (B)(6).